Manufacturer narrative:
The field service representative (fsr) verified that the temperature module would not connect to the system. The temperature module light emitting diode (led) would not light up and was not recognized by the system. The temperature module was replaced. The unit operated to the manufacturer's specifications. The suspect device was sent back to the manufacturer for further evaluation.

Event description:
Upon receipt of the device, the user reported that the temperature module did not work and would not connect to the heart lung machine (hlm). There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the temperature pod assembly to function normally during both ambient temperature and cold chamber testing. Per data log analysis, on (B)(6) 2019, the temperature module was used. Next entry was on (B)(6) 2020, most likely from the laboratory evaluation. Since the issue was the module not connecting to the heart lung machine (hlm) on (B)(6) 2019 it was likely nothing would be logged. The only indication of a problem in the log is the lack of log entries. There was no way to tell if the module was actually plugged into the hlm. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.